Manufacturer narrative:
Corrected data: h6- health effect- clinical code: "4627" should be removed and "4629" should be added. B5- the reporter indicated that the surgeon implanted a 13.7 vticmo13.7 implantable collamer lens of diopter -10.00/2.0/090 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2023. The patient experienced a refractive surprise. On (B)(6) 2023 the lens was exchanged with the same model, length lens but the problem was not resolved. Additional information: "patient is having residual of +1.75/3@175. Checked post op on (B)(6) with corneal edema, and the post op refraction was +0.75/-1.75/165. Surgeon advised the next review after 6 weeks." It was also reported that "suggest repositioning of this same lens to correct the residual error". The cause of the event is unknown. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a vial. Visual inspection found haptic torn. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7; -10.0/2.0/090 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The patient experienced refractive surprise. On (B)(6) 2023 the lens was explanted. On this same date a replacement lens of the same length, model, and power was implanted but this did not resolve the problem. In was additionally noted after the replacement lens was implanted the patient has corneal edema, and the post op refraction was +0.75/-1.75/165. Surgeon advised the next review after 6 weeks. The cause of the event was reported as unknown. See MFR# 2023826-2023-02174 for replacement lens claim.